Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/05/2024, it was reported by a sales representative via e-mail that an ar-8935-14 low profile screws head broke off. This occurred during an ankle fracture on 02/21/2024. No additional information was provided, and additional information has been asked. Additional information was provided on (B)(6) 2024, where the sales representative reported that the screw head broke off during insertion, and the shaft of the screw remains in the patient. An ar-8943-30 was used to prepare the bone, and the patient had a very hard bone. A longer ti 1/3 tubular plate and screws were used to complete the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.